Event description:
It was reported to boston scientific corporation that during a sacrospinous fixation procedure using an uphold vaginal support system, as the physician was throwing the first leg assembly through the patient's sacrospinous ligament, the suture broke in half and a portion of it detached. Reportedly, the detached half of suture was captured inside the capio cage, while the other half remained attached to the mesh assembly.the physician completed the procedure with another uphold vaginal support system with no complications to the patient, who was reportedly fine at the conclusion of the procedure.

Manufacturer narrative:
(B)(4)